Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the patient was transferred out and the device was not retained for return to the manufacturer upon explant.

Manufacturer narrative:
A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 60-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, after foley insertion, the urine was red. The physician was concerned that this was caused by the integrillin infusion and stopped the medication. While on support, the device functioned as intended at p-9 at 3.6l/min. After four hours on support, the patient expired. The impella is being conservatively reported for death; however, is not likely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, complicated by stage e shock, dependent on vasopressor support. Hematuria can be attributed to traumatic foley insertion and/or antiplatelet medications such as integrillin.

Manufacturer narrative:
Additional information has been provided in d3. Patient-device interaction/hematuria: the cause of the injury was not determined due to insufficient clinical details.